Event description:
A customer reported they were unable to test for a month or two with their precision xtra meter as the meter would not turn on. Customer reported they developed a diabetic ulcer on the bottom of their foot that required treatment by her doctor. The customer was given ultram to take for pain as needed. During troubleshooting of the meter with abbott diabetes care (adc) customer service it was identified that the customer was not correctly installing the batteries in the meter. After installing new batteries correctly into the precision xtra meter, the meter turned on appropriately. The customer was also attempting to use expired test strips with their meter.

Manufacturer narrative:
This is a final report. The customer was installing batteries incorrectly in their precision xtra meter and attempting to use expired test strips. Adc customer service instructed the customer on how to correctly install batteries in their precision xtra meter and replace the customer's expired test strips.